Event description:
During craniotomy procedure, the surgeon noticed the pi drill attachment overheating, while drilling with 7 cm straight attachment. The drill was removed from field and given to sterile processing technician. Manufacturer response for drill attachment, (brand not provided) (per site reporter) unknown.